Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9347649. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a defective/damaged/deformed catheter. Product defect occurred during use. The following information was provided by the initial reporter: on august 26, the patient was hospitalized due to foot crush injury. The doctor ordered that the patient be given intravenous infusion to promote bone healing. The nurse gave the patient indwelling needle infusion. During the indwelling needle puncture, it was found that the puncture resistance was high, leading to the failure of puncture. The nurse pulled out the indwelling needle and found that the hose at the upper part of the needle was broken, which caused the increase of resistance and made the puncture difficult.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a defective/damaged/deformed catheter. Product defect occurred during use. The following information was provided by the initial reporter: on august 26, the patient was hospitalized due to foot crush injury. The doctor ordered that the patient be given intravenous infusion to promote bone healing. The nurse gave the patient indwelling needle infusion. During the indwelling needle puncture, it was found that the puncture resistance was high, leading to the failure of puncture. The nurse pulled out the indwelling needle and found that the hose at the upper part of the needle was broken, which caused the increase of resistance and made the puncture difficult.